Event description:
Revision surgery at about 10 years and 11 months after primary due to hip infection. An antibiotic spacer has been implanted successfully.

Manufacturer narrative:
Batch review performed on 19 november 2021: lot 103046: (B)(4) items manufactured and released on 08-nov-2010. Expiration date: 2015-09-30. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event since release on the market of the lot. Additional item involved in the event, batch review performed on 19 november 2021: liner: versafitcup dm 01.26.2856mhc double mobility hc liner ø 56/28 (k092265) lot. 103053. Lot 103053: (B)(4) items manufactured and released on 29-oct-2010. Expiration date: 2015-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since release on the market of the lot.